Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately twelve months post heartware lvad implantation, it was reported that the patient underwent an elective controller exchange due to battery switching. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was having issues with the controller switching power sources. An elective controller exchange was performed by the site and the reported controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching and "critical battery" alarms. The root cause for the reported event was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Z-1917-2015. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2015). Controller - (B)(4) -1403us- expiry date: 04/30/2014. (B)(4).